Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. Magnified inspection of the balloon revealed a pinhole 12mm from the proximal edge of the distal markerband. Magnified inspection of the proximal bond and markerbands did not reveal any damage or irregularities. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.